Event description:
It was reported that the intra-aortic balloon (iab) was inserted friday, in the am without any difficulty. On saturday, in the afternoon, the patient went to the operating room and had cardiac surgery. "Close to dedraping the patient" the clinician lost the arterial waveform. At inspection there was a leak and crack of the pressure tubing at the hub attaching to the catheter. The clinician unscrewed the short segment to remove the faulty length, but the crack had left a piece of the tubing in the internal lumen of the catheter. Per the clinician, "it took a bit of work and we were able to remove the piece and obtain blood back." The iab was removed from the patient shortly after the surgery.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.